Event description:
It was reported that pump time was incorrect and caller needed help updating device settings. There was no reported adverse impact to the customer¿s blood glucose level. Customer worked with technical support to update pump time, could not identify cause of incorrect time, and was advised to monitor device and call back if time discrepancy greater than five minutes happened again, which customer understood and acknowledged.